Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips (B)(4), lot number 73c1500489 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during use the clips would not close. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). One (1) cartridge of catalog number 544230 hemolok ml clips 6/cart 84/box was received used, opened without original packaging; lot # was not confirmed with samples received. During visual inspection it was observed that cartridge was received with 5 clips placed in slots (a missing clip): clips looked in good condition. Functional inspection: hemolok clips (5) were removed from the slots to review the condition of the clips (posts & hinge); clips undamaged. Clips were loaded manually into the cartridge. Clips were loaded into the clip applier p/n 544171, batch # 04e0800117-020; no quality issues were found. Then clips were closed (closure test) into the appropriate media tubing p/n 06424-66 according to manufacturing procedures qip-0031tec rev. 20 & gs-0146tec rev. 06; the clips closed correctly. After the closure test the clips were reviewed/verified and the failure mode could not be duplicated. The reported defect "clips not closing" during visual inspection could not be verified. In addition, a functional inspection was performed with clips received, the device worked properly. Corrective action is not required at this time.

Event description:
Alleged event: during use the clips would not close. The patient's condition was reported as unknown.